Manufacturer narrative:
Device was not implanted/explanted. Product manufacture date: january 8, 2016. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of lcp one-third tubular plate with collar 6 holes/69mm (lot 9976165) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. A product investigation was completed: the implant was received undamaged without any discernible issues. The plate does not have any bend marks nor does it appear deformed at all. The original packaging was not received; as such the complaint condition was unable to be confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. From the complaint description, it appears that the device was damaged due to a shipping/handling error on the part of the shipping company. This complaint is unconfirmed. Relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. From the complaint description, it appears that the device was damaged due to a shipping error on the part of the shipping company. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes communicated to the reporting facility on february 17, 2016, that the subject device should be removed from the set and is not recommended for patient use due to the reported damage. The subject device was requested for return but it is unknown at this time if it will be returned. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a package was received on (B)(6) 2016 at the facility and the package was re-packaged by the shipping carrier, a non-medical entity. The plastic packages inside the box were "squished" or "melted" (heat sealed). The locking compression plate inside the package was discovered to have been bent. The charge nurse bent it back and included the plate in a set for future use. There was no patient involvement and no surgical delay. This report is 1 of 1 for (B)(4).